Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing of the device with a black gst load, everything sounded okay and appeared okay with the firing; no buttressing material was used. After the surgeon opened the device it was observed on the patient side of the cut line, mid-way down the staple line, in the row closest to the cut line, one staple was malformed. One of the legs appeared unformed. The staple was removed and the surgeon fired the same device with a new reload on the patient side. The procedure time was extended ten minutes. No consequences were reported for the patient.